Event description:
It was reported that the patient experienced an episode of ventricular tachycardia post exercise. None of the high voltage therapies were effective in terminating the ventricular tachycardia. The patient was hospitalized and medication was provided. Reprogramming was performed to remove the svc coil from the shocking vector. An induced episode was successfully terminated. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. The device was returned and analyzed but no issue identified that required full analysis.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned. Performance data was received, analyzed, and no anomalies were found. (B)(4).